Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured in the pocket. It was reported that the lead appeared to be kinked. A revision procedure was performed to explant the lead. A replacement lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt, visual inspection revealed that the lead was fractured 292 millimeters (mm) from the terminal pin. Fracture damage was most likely due to the suture sleeve tie down. Insulation damage was found at which was likely induced during explant. Laboratory analysis confirmed the observations.